Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run low to 50 mg/dl. The customer declined troubleshooting and stated that she would call back later. The insulin pump was not returned or replaced.